Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: two medical images were provided for review. Medical image review determined that a port-a-cath was placed overlying the fifth and sixth lateral ribs, however, the identity pf the port-a-cath could not be determined. Detachment of the port catheter could be determined from the remaining images, and a radiopaque density was demonstrated overlying the seventh and eighth medial ribs; however, it cannot be confirmed if this was the detached catheter. Therefore, based on the confirmed detachment the investigation is confirmed for the reported subcutaneous break with embolism. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that approximately three years four months post port placement via the left axillary vein by ultrasound for chemotherapy, x-ray demonstrated a catheter fracture with the distal segment in the pulmonary artery. The catheter segment and port body were successfully removed. The current patient status was not provided.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three years four months post port placement via the left axillary vein by ultrasound for chemotherapy, x-ray demonstrated a catheter fracture with the distal segment in the pulmonary artery. The catheter segment and port body were successfully removed. The current patient status was not provided.